Event description:
It was reported that on (B)(6) 2012, at approximately 07:30, the pt repeatedly suffered an asystoly for a short time. The pt was resuscitated afterwards and died approximately 1.5 hrs later. The pt was connected to the uhf_telemetry emitter1 and had a heart pacemaker. According to the statement of the dept, neither the multiview workstation (mvws) nor the nurse call that was also connected generated an alarm. During inspection of the emitter tele1, (B)(6), and the mvws (ICU), a malfunction could not be found. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.